Event description:
It was reported by service report that the legs would not lower because the x-frame was bent. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
X-frame; lift tube.